Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that, during the implant procedure, the patient's right atrial (ra) lead had a large threshold increase between initial testing with the analyzer and subsequent testing when connected to the device. The ra lead was also reported to have been sensing noise. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.